Manufacturer narrative:
Date of event and therapy date are estimated. It is unknown which lead migrated, therefore both leads are being reported. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-02282. It was reported that the patient experienced ineffective therapy due to lead migration. X-rays confirmed that the one of the two leads migrated. Additionally, patient¿s pain pattern changed and received better relief during the drg trial. As such, surgical intervention took place wherein the entire scs system was explanted to address the issue. Patient received a new drg system and effective therapy was confirmed.